Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no reported of difficulty during preparation of the device, which would suggest that a product deficiency did not contribute to the reported balloon rupture. However, a conclusive cause of the reported difficulty cannot be determined.

Event description:
It was reported that the target lesion was in the left anterior descending artery, with no tortuosity, no calcification, a concentric de novo lesion. The target vessel diameter was 2.5 mm and the target vessel length was 10 mm. Pre-dilatation was performed with a non-abbott dilatation catheter. The 2.5 x 12 mm xience v was advanced to the lesion for deployment, but during inflation the balloon ruptured at 6 atmospheres. The stent delivery system (sds) was removed with the stent implant still intact on the balloon from the pt. An attempt was made to perform add'l pre-dilatation; however, the balloon catheter would not cross. A 2.5 x 12 mm promus stent was deployed w/o any issue. The procedure was completed. There were no adverse effects to the pt. No add'l event or pt info was provided.